Event description:
An 8f angio-seal vip was selected for use, following a successful percutaneous coronary intervention (pci), and the patient was discharged. While at home, the patient experienced claudication. Computed tomography (CT) revealed that the angio-seal device appeared to be intra-arterial at the level of the right common femoral artery (rcfa). The patient underwent an embolectomy, exploration, and surgical repair.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.